Event description:
Clinical study. The pt was enrolled in a program in 2004. Target lesion 1 was identified in the prox cx with 99% stenosis and a 3.2 mm reference vessel diameter. A 3.0 x 32 mm taxus stent was attempted to be placed but could not cross the lesion. The stent was removed from the guide and evidence of a strut protrusion was noted in the more proximal portion of the stent. Target lesion 1 was treated with predilatation and a second 3.0 x 32 mm taxus stent was able to be deployed. Residual stenosis was 0% following post-dilatation. Postoperative reopro, plavix and asa were initiated. Post-procedure, the pt had a significant drop in hemoglobin and underwent endoscopy showing an acutely hemorrhaging ulcer treated with cautery. Four units of prbc's were transfused and reopro, asa and plavix were discontinued. The pt then developed neurologic symptoms consistent with stroke and neurology evaluation revealed old frontal and right basal ganglia strokes. The pt had problems with speech and swallowing as well as aspiration which was treated with antibiotic therapy. A peg tube was placed. The pt develooped an episode of acute pericarditis which responded to therapy. Comfort measures and do not resuscitate orders were entered in the chart based on the pt's poor prognosis and previously stated wishes. Home hospice care was arranged and the pt was discharged 22 days after enrollment. The pt expired at home with the immediate cause of death due to recurrent strokes (per death certificate). No autopsy was performed.